Event description:
It was reported that the spinal cord stimulator (scs) system was bothersome for the patient. The patient underwent an explant procedure. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 20818256/20818256.